Event description:
It was reported that a femoral vena cava filter allegedly deployed 3-4 cm higher than expected and then tilted. Reportedly, the physician was experienced and used the correct deployment method. He decided to remove the filter, via the jugular and deployed another filter, successfully using the jugular access site. The indication for the filter was dvt and pe. The patient was of normal weight. The technician indicated that the filter jumped upon deployment and when the physician tried to correct it, it then titled. He stated that the misposition could have been a technique error. The reason for the femoral delivery was because the patient had a port in the right chest region. No patient injury was reported.

Manufacturer narrative:
The device was discarded by the user facility therefore, a product evaluation could not be performed. The device history records could not be reviewed as the lot number was unknown. The results of the investigation are inconclusive; however , based on the information available, it is possible that device handling factors may have contributed to the event. The current IFU (instructions for use) states the following: handling of g2 filter system from the IFU. Do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.